Event description:
The customer reported that their information center product was not providing audio. The customer said the device was an older model pc and the speaker had fallen behind the radiator and a new speaker was connected however neither resolved the issue. No patient harm was reported.